Event description:
It was reported that during preparation while the physician was flushing the 2.5 x 20 rx trek dilatation catheter with saline before use, the hypotube separated. Reportedly, no force was applied to the catheter prior to the shaft separation. The device was not used in the patient and there was no patient involvement. A new same size trek dilatation catheter was used with success. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device revealed the hypotube had separated 10.9 centimeters distal to the strain relief tubing consistent with the reported shaft detachment. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, investigation is not complete. A follow-up report will be submitted with all additional relevant information.